Event description:
It was reported that loss of sensing and loss of capture was observed on the ventricular device. Diagnostic imaging was performed. The device was observed to be dislodged from the implant site and was located in the coronary sinus. The device was retrieved to resolve the event and the patient was in stable condition.